Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed the headpiece has been severely damaged, deep marks and nicks on the cutting surfaces; marks along the diameter where the headpiece connects to the shaft. The end and the tang portions of the shaft exhibit damage. Based on the device history record review, the eval, and the unk cause, this complaint is deemed indeterminate from a mfg position.

Event description:
It was reported that during the reaming for a fractured tibia, the flexible medullary reamer disengaged from the reaming shaft. Surgeon used a ball tip guide wire to retrieve the reamer and used a smaller reamer to complete the procedure. This is 2 of 2 reports for this event.